Event description:
Abbott diabetes care received a user report from the danish medicines agency, which reported the following information: the customer attempted to apply an abbott diabetes care (adc) device on their arm and stated that the applicator did not function as intended, resulting in the needle used to insert the sensor remaining lodged in the customer's arm. In addition, the customer also experienced bleeding at the insertion site and received unspecified treatment from a third party. Adc customer service made three attempts to contact the phone number listed under the ¿contact a healthcare professional¿ section to obtain additional details regarding this event; however, all follow-up attempts were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to the danish medicines agency. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. All pertinent information available to abbott diabetes care has been submitted.